Manufacturer narrative:
(B)(4). Clinical development manager observed cases with surgeon and the new technician and made some suggestions on handling sterile and non sterile instruments. Discussed findings with surgeon. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the various equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported that patient presented with diffuse lamellar keratitis (dlk) stage iii in both eyes post treatment. The surgeon said the event occurred about 2-3 months ago and he wasn't sure of the exact dates or the patient's details. Patient's dlk resolved and post op best corrected visual acuity was 20/25 in both eyes. He also mentioned a new technician has been in the surgical room over the past few months.